Manufacturer narrative:
As the device was not received in the original sterile packaging, a root cause can not be determined.

Event description:
It was reported that at the user facility foreign material was found in the sterile packaging of the product. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not yet been returned to the manufacturer.

Event description:
It was reported that at the user facility foreign material was found in the sterile packaging of the product. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.